Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles inside the device, yellow and black particles outside the device, opening on radius and broken plug strap. A leak test and microscopic analysis was performed which identified: opening crease sharp and broken striated plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease sharp on anterior due to fold flaw opening. A striated broken plug strap due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.